Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occured in spain. It was reported that the patient experienced an infusion set detachment event on (B)(6) 2026 due to sweat. No further information is available.